Manufacturer narrative:
Manufacturing evaluation - samples received: no samples available. Analysis and results: there are no previous complaints of this code-batch. Reviewed the batch manufacturing record of this product, an internal non conformity was found but it was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion:without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with silkam suture. The client reported that the needle was detached from the thread repeatedly during a dental surgery. It increases consumption and risk for the patient. Additional information has been requested.